Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2017; 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation growth on the leads. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.